Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of an unknown level. The customer indicated that they had an allergy shot and they missed a bolus and that may have led to their high blood glucose. Customer wanted to report the hospitalization only and there was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed. Customer was advised to monitor the pump and call back if further issues.